Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a leak in the system. During the procedure the cylinders were replaced. No information was provided about the patient's outcome.